Manufacturer narrative:
The pump was not returned for additional investigation. Per the clinical specialist, no additional information was provided about the pump. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional investigation was not able to be performed as the pump was not returned and no extra information was received from the physician upon explant. A conclusive root cause of the alleged volume discrepancies was not able to be determined. If any additional information is received, a supplemental MDR will be submitted. Internal complaint #: (B)(4).

Event description:
Clinical specialist reported a prometra ii pump that encountered an underinfusion volume discrepancy. On (B)(6) 2020, the patient attended a refill appointment and a volume discrepancy was observed. The return volume was expected to be 4.477ml, and the actual returned volume was 17 ml. The patient did not report any symptoms of withdrawal, and no pump errors were observed. Clinical specialist confirmed that this was not the first underinfusion event. On (B)(6) 2019, a lesser underinfusion was noted. During this refill appointment, the return volume was expected to be 4.084 ml, and the actual return volume was 4.5 ml. It was also stated that the patient had an MRI at an unknown date. Clinical specialist confirmed that a cap study was performed and had normal results. Regardless, the attending doctor went forward with replacing the pump due to the volume discrepancies observed. Explant occurred on (B)(6) 2020 and per the clinical specialist, no additional information was provided about the pump.